Manufacturer narrative:
(B)(4). Device investigation pending.

Event description:
The user is questioning the "no shock advised" decision given by the device during a pt use event. The pt did not survive.